Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bilateral inguinal hernia repair, the balloon was used to create space and was removed upon dissection. It was stated that the camera was inserted into obturator but seal leaked the entire case due to damaged valve seal. There was a rapid loss of abdominal pressure and co2 tank was replaced and gas flow was increased to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bilateral inguinal hernia repair, the balloon was used to create space and was removed upon dissection. It was stated that the camera was inserted into obturator but seal leaked the entire case due to damaged valve seal. There was a rapid loss of abdominal pressure and co2 tank was replaced and gas flow was increased to complete the case. There was no patient injury.